Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). PMA/510(k) numbers: k011028, 013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant on tooth site #28 was removed due to infection. Symptoms of the event: pain and inflammation.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. B5: event information was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
Upon follow up, the customer reported via email that the implant on tooth site #28 was stable on the 2nd week and at the 3rd week it became tender and loose. The implant was removed and irrigated.